Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the cuff test the air from the tracheal balloon did not deflate completely. There was no patient involvement.

Manufacturer narrative:
Additional information: (UDI#), (first and last name, email). The sample was received for analysis and the reported issue was confirmed. An inflation/deflation test was performed and a syringe was connected to the pvt valve and 25cc of air was applied to the cuff and it was observed the cuff inflated, at the time of deflation a restriction was observed, the inflation line was cut and the pilot balloon was tested alone and the restriction was continuously observed. A visual inspection was performed and it was observed the pilot balloon collapses over the inflation line at the time of deflation thus, not allowing the air to pass freely, the failure mode was confirmed. If information is provided in the future, a supplemental report will be issued.